Manufacturer narrative:
Of the three reported events, two actual samples were received at the plant for analysis. Visual inspection on the returned units via the naked eye noted no signs of blockage or physical abnormalities that could have caused the reported issue. A functional flow rate test was performed on the units, and the flow rate of the devices were found to be in specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes 3 malfunction events. It was reported that three multirate infusors underinfused during patient infusion. There was no report of patient injury or medical intervention associate with this event. No additional information is available.